Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025 while sleeping. The site of detachment was tubing connector. The insertion site was belly. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece.